Event description:
It was reported that when using the bd pyxis¿ es server user indicated that several pyxis machines were experienced issues in which new orders did not appear for nurses to pull. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the new orders were not crossing over. A technical support specialist (tss) logged into the enterprise (es) server and confirmed that the device was communicating normally, with xml messages crossing without delay. The tss restarted the internal inbound processor and transmission control protocol (tcp) and internet protocol (ip) services, then informed the customer that the issue was related to their admit discharge transfer (adt) system and should be addressed by their hospital information technology (it) team. It was also noted that all devices previously placed on critical override had cleared and were syncing properly with the server, and no notices were present on health sight viewer (hsv). This information was communicated to the customer, and the case was closed as the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.